Event description:
It was reported that while the customer was transporting a pt to the hosp, the device's monitor turned off twice without anyone touching it. The pt was treated appropriately and there was no compromise to care.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the battery pins were loose. Physio was able to tighten the battery pins and then confirmed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure was determined to be loose battery pins.